Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was loss of capture on the right ventricle. The device was interrogated on (B)(6) 2018 and all was well and the device was interrogated a day later and the threshold was good. An x-ray was done and the ventricular lead was noted to be in the same position as post implant. The patient was seen again in clinic on (B)(6) 2018 for reassessment. No malfunction was noted. No intervention was performed. The patient was stable.